Manufacturer narrative:
(B)(4). The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open low anterior resection, the I-blade broke off when the device was used to exfoliate the rectum. The broken piece was retrieved from the patient and no pieces were left inside the patient.. Another device was used to complete the case. There were no adverse consequences to the patient. The sales rep explained that the device should not be used for a thick tissue and the surgeon understood that.